Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device did not recognize these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Evaluation results: the device was not returned, instead two sets of electrode pads and a set of ten batteries were evaluated. The reported malfunction of "unable to recognize electrode pads" was verified and attributed to the electrode pads. Retained samples of the same lot number and expiration date found the cprd pads to be assembled according to specification and did not duplicate the customer's report. The reported malfunction of "unable to recognize batteries" was attributed to depleted batteries. The batteries were scrapped. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the associated device did not recognize these electrode pads or these batteries installed. Complainant did not indicate that there was any patient involvement in the reported malfunction.